Manufacturer narrative:
The device was requested/is expected for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rcr (rotator cuff repair) procedure, as the surgeon was passing suture through the cuff, the tip of the scorpion needle broke off. The case continued however, the tip of the needle was never located and an x-ray was not performed. Patient is a male, (B)(6).